Event description:
During preventive maintenance, the heart lung console gas flow module did not calibrate properly. Manual control of both gas flow and fio2 remained available. There were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval anticipated but not yet begun.